Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 600um laser fiber was used in a ureteroscopy procedure in the left kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga qi with the laser settings set on litho mode. According to the complainant, during preparation for the procedure, outside the patient, the physician noted sparks to the plastic connector of the fiber when connected to the laser machine. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 600um laser fiber was used in a ureteroscopy procedure in the left kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga qi with the laser settings set on litho mode. According to the complainant, during preparation for the procedure, outside the patient, the physician noted sparks to the plastic connector of the fiber when connected to the laser machine. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050502 captures the reportable event of fiber misfire. Block h10: investigation results the returned lighttrail reusable 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 309.8 cm from the end of the sma connector to the end of the exposed glass tip. The exposed glass tip measured 6 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip is was consistent with normal degradation. Fibers are consumable and meant to degrade with use. When connected to the laser console, the following message was displayed: "applicator has been used 2 times." The light from the sma connector was dim and distorted, indicating a fiber fracture within the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed a fiber fracture within the connector, leading to the reported misfire of the device. Additionally, the exposed glass tip was observed to have normal degradation. It is likely that procedural handling of the fiber during use or reprocessing contributed to the reported complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label..